Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
The events of seroma and capsular contracture are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. Crease folding of implant: creases were observed. As per the investigation procedure, particles, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, later reported, capsular contracture, baker grade ii. Physician later reported", "grade IV, capsular contracture". And "patient, had trauma to the left breast with some fluid and folding of the implant". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 02apr2024.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade ii. Physician later reported", "grade IV capsular contracture", and "patient had trauma to the left breast with some fluid and folding of the implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.